Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during the implant procedure, the lead exhibited noise and high impedance when connected to the device. The lead was removed and it appeared that the insulation was compromised.